Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and high ketones on with a high blood glucose level of 437 mg/dl. The customer felt symptoms of nausea and abdominal pain. The customer did not mention any form of treatment for their blood glucose levels. The customer believes that the unexplained high blood glucose was caused by a bent cannula that they discovered. The customer was sent a replacement sensor.